Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 22531 was returned and analyzed. External visual inspection of the balloon, shaft, and handle segments was performed, and showed the balloon was bent. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for five applications on the reported event date. The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. All pressure and flow were in range and the temperature curve had no oscillation or overshoot. However, during inflation a guide wire lumen kink was observed inside the balloon segment. Pressure testing and inspection of sub-components of the balloon, handle, and shaft segments: during inspection of the shaft segment, a guide wire lumen kink was observed at 1.21 inches proximal to the catheter tip. Pressure testing did not identify any leakage from the kink. In conclusion, the balloon catheter failed return inspection due to a guide wire lumen kink/twist. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the catheter, the balloon was bending more than usual when pressed towards the pulmonary vein (pv). The physician prepared the balloon as per instructions, and upon inflation in the left atrium (la) and positioning in the left superior pulmonary vein (lspv), the balloon exhibited unusual bending. No special actions were taken with the catheter, and the deflection of the balloon was not used.  The procedure was completed without any patient symptoms or complications.  No patient complications have been reported as a result of this event.